Manufacturer narrative:
¿This scope was received at (B)(4) for evaluation. Based on the (B)(4) service record, the reported failure ¿ broken in two pieces " was confirmed. According to (B)(4): visual inspection: scope was evaluated by eye, with eye loupe, and microscope to determine that there is external damage to the unit, including a broken/smashed eyepiece. Functional inspection: scope was evaluated by eye & eye loupe to determine that there is a hazy image due to some internal optical damage.¿

Event description:
It was reported that the device was broken in two pieces. There is no indication that the issue occurred during a medical procedure.